Event description:
It was reported while using the catheter for an ablation procedure there was leaking from the handle. There were no consequences to the patient. Additional information was requested but is not available.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.